Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. Based on the information provided, a conclusive cause for the reported difficulty could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an unspecified lesion. An unspecified (xience) stent failed to deploy. A non-abbott stent was used to successfully complete the procedure. There was no adverse patient effects or clinically significant delay. No additional information was provided.